Event description:
It was reported that patient presented for scheduled procedure. At the end of the procedure while placing the dressing over site, over sensed noise was noted on atrial channel due to suspected air bubble in the header. No intervention was performed, atrial lead and implantable cardiac monitor (ICD) are being monitored. There were no patient consequences.